Manufacturer narrative:
B3: as this literature article did not provide a date range and the author did not provide further information, the published online date november 12, 2024, was used for the event date.

Event description:
The following literature article was reviewed: spath p, campana f, gallitto e, et al. "Primary intra-operative embolisation during urgent parallel graft endovascular repair in paravisceral symptomatic aortic pseudoaneurysm", ejves vasc forum. 2025; 63:1-10. Doi: 10.1016/j.ejvsvf.2024.11.001. This is a single center observational retrospective study of patients, with symptomatic aortic pseudoaneurysms including hemorrhagic shock or signs of rupture, instability or recurrent symptoms like back/abdominal pain and gastrointestinal disturbances, who underwent primary intra-operative embolization of aortic complicated pseudoaneurysms and gutter channels, during parallel graft repair of perivisceral symptomatic aortic pseudoaneurysms between april 2017 and june 2021. Inclusion criteria comprised aortic pseudoaneurysm with a proximal healthy sealing zone above involving one or more target visceral vessels (tvv) including the celiac artery (ca), superior mesenteric artery (sma), right renal artery (rra), and left renal artery (lra). Both the proximal and distal sealing zones used for excluding the aortic lesion fell between society for vascular surgery zones 4-9. The study included six patients, where patients #1, 3 and 5 had no adverse outcomes. Patient 6 is a 65-year-old female who had free rupture of pseudoaneurysm evolution of pau of thoracoabdominal aorta. The patient had history of type I diabetes, coronary artery bypass graft (CABG) and hemodialysis. The patient had emergent procedure with signs of hemorrhagic shock in june 2021. The patient had chimney technique that included 3 gore devices. The devices were a gore® tag® conformable thoracic stent graft [31¿26 - 100], a gore® viabahn® endoprosthesis with propaten bioactive surface [8x100] in the sma and a gore® viabahn® endoprosthesis with propaten bioactive surface [7x100] in the ca. During the follow up, the patient was admitted at 2 months for infection symptoms. Cta revealed infectious process involving the endograft and spine due to spondylitis. The patient was treated with prolonged antibiotic treatment.

Manufacturer narrative:
B3: the available online date (B)(6) 2024 of this literature article, was used as the date of incident. C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 codes b14, c20: the serial number remains unknown, therefore, a review of the manufacturing records could not be performed. H3 other; h6 codes b20, c21: the author of the literature article was contacted for further information, but no information was provided yet. In the instructions for use (IFU) for the gore® viabahn® endoprosthesis propaten bioactive surface the following is mentioned: indications for use. The gore® viabahn® endoprosthesis with propaten bioactive surface is indicated for the treatment of: ¿ de novo or restenotic lesions in the iliac arteries. ¿ de novo or restenotic lesions in the superficial femoral artery and proximal popliteal artery. ¿ in-stent restenotic lesions in the superficial femoral artery and proximal popliteal artery. ¿ stenosis or thrombotic occlusion at the venous anastomosis of synthetic arteriovenous (av) access grafts and in the venous outflow of dialysis access circuits, including the central veins. ¿ popliteal artery aneurysms and isolated visceral artery aneurysms. ¿ traumatic or iatrogenic vessel injuries in arteries that are located in the chest cavity, abdominal cavity, or pelvis. (Except for aorta, coronary, innominate, carotid, vertebral, and pulmonary arteries). Further the IFU mentions following warnings: ¿ do not use if the package (i.e. Outer foil pouch) is opened or damaged, or it is suspected that the sterility of the device has been compromised, as infection and related serious potential patient harms could occur. ¿ reuse may result in infection and related serious potential patient harms. See how supplied. The IFU mentions under adverse events: possible adverse events and complications that may occur with the use of any gore® viabahn® endoprosthesis with propaten bioactive surface or in any endovascular procedure and require intervention include, but are not limited to: ¿ infection. Under storage and handling the following is mentioned: ¿ handle and dispose of the device and packaging, taking into account any infectious or microbial hazard risks, with the necessary precautionary measures in accordance with acceptable medical practice and with applicable local, state, and federal laws and regulations. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H3 other; h6 codes b20, c19, d14: the article reports that patient 6 was treated for an aortic rupture and had previously been hospitalized with infection symptoms. Two months after the study procedure and hospital discharge she was readmitted and cta/pet imaging indicated an infectious process involving the endograft and spine due to spondylitis, for which the patient received antibiotic treatment. It therefore appears that the infection had already existed prior to the implant of the gore® viabahn® endoprosthesis with propaten bioactive surface. Moreover, the patient reportedly received antibiotic treatment indicating a hematogenic infection involving pathogenic bacteriae and the previously diagnosed infection symptoms also appear related to the context of the clinical manifestation of spondylitis. This reasonably suggests that there was no involvement of a gore device that caused or contributed to the infection. Therefore, gore considers this complaint not reportable. The serial number for the gore® viabahn® endoprosthesis with propaten bioactive surface involved in this event could not be obtained. Therefore, a review of the manufacturing records could not be performed. Multiple attempts were made over an extended period of time to obtain additional information from the corresponding author but further information was not received.